Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received software error detected and inter-processor communication error. The customer¿s blood glucose level was 106 mg/dl. The customer stated that the insulin pump alarm pump error after self test was performed it was unable to pass. Troubleshooting was performed. The customer was advised to discontinued the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 2 alarm or failed battery test alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to software error.